Event description:
It was reported that the reservoir had a presence of air bubbles which were larger than champagne sized bubbles. The customer did not provide the blood glucose reading and requested assistance with programming her insulin pump. The customer advised that she would start with a new reservoir because it was about time to change it. She noted that the reservoir had not been shaken nor stored in the refrigerator. No troubleshooting was performed for the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.